Event description:
There was contact between two trocars during the procedure. The camera sleeve was damaged when the other trocar was introduced into the body and cut the sleeve. Piece fell into the body. The broken piece was found and removed. No injury.